Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported a power on reset (por). It was reviewed meaning of por. Therapy has turned off and reset to shipping parameters. Patient stated that they were at home trying to adjust settings when por was seen. No emi interaction. No further complications were reported or anticipated.